Event description:
A discordant falsely low value was obtained on one patient sample for the insulin like growth factor (igf-1) assay on an immulite 2000 instrument. Two samples (sample 1 and 2) from the same patient were run on (B)(6) 2014 and the result on the first sample was falsely low. The result on the second sample was higher. Sample one was repeated on (B)(4) 2014 on the same immulite 2000 instrument and on another immulite 2000 instrument and the results matched the higher result obtained on (B)(4) 2014. Sample 2 was then repeated on (B)(4) 2014 on the second immulite 2000 instrument and the result was similar to that obtained on (B)(4) 2014. It is unknown if any of the results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the falsely low igf-1 value.

Manufacturer narrative:
The initial MDR 2247117-2014-00042 was filed on august 1, 2014. Additional information (09/16/2014): a siemens headquarters support center (hsc) specialist reviewed the instrument files sent by the customer. The discordant low result for igf could not be found in the files. The customer is not able to provide any further information or instrument files containing the falsely low patient sample result. All other igf results for the patient were available. The customer informed siemens that they have been running the instrument and no further discordant sample results have been obtained. The cause of the falsely low value obtained on the one patient sample for igf is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument files provided by the customer. The files did not contain the original printout for the discordant igf-1 result. Hsc has requested the files from the customer. The cause of the falsely low igf-1 values on the patient sample is unknown. Siemens is investigating the issue.